Manufacturer narrative:
This medwatch is submitted to send the initial report. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Waiting for device return. Investigation still on going. Conclusion not yet available. Device not returned yet.

Event description:
Mobi-c p&f us : disassembly during loading. According to the reporter: implant was attempted to load onto inserter, but would not load properly. Then implant fell apart. Inserter was not screwed past the point to loosen implant from the screw which holds implant together. Another implant of the same size was used. No harm to the patient. Delay 1-2 min. Investigation on going. Waiting for product return.

Manufacturer narrative:
Additional information: d4 (UDI number), d10, g5 (PMA/510(k)), h3, h6 (patient codes, device codes, method, results and conclusion codes) retention feature failures of this nature have previously been attributed to clinicians overturning the impaction knob, loosening the implant from the peek cartridge. The returned device was able to be properly reassembled and loaded onto both returned inserters without issue. There is no evidence of a nonconforming part/malfunction. However, since there are no images/video of the part as it initially came loaded in the peek cartridge, the cause cannot be conclusively determined. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that during surgery, the mobi-c implant disassembled while loading onto the inserter. The surgery was completed with another implant of the same size. There was no reported patient harm or additional impact to surgery.